Manufacturer narrative:
The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20026. It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold. It was also reported the patient's pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The lead was capped, and the device was deactivated and replaced with a leadless pulse generator. The patient was stable.